Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer tried new battery but it did not work. The battery in use was energizer. The battery cap contacts were missing. Customer will be receiving new battery cap. Insulin pump will not be returning for analysis.